Event description:
During stent placement, the stent of the palmaz (p3906e) was fallen off in the sheath introducer during delivery. Therefore, the stent was withdrawn from the patient with the sheath introducer. The product was advanced to the lesion from the brachial artery to the lesion over the guidewire through the sheath introducer (shuttle, 7fr/cook). There is no information of vessel characteristics. The product was properly inspected according to IFU. There was no resistance encountered advancing the product through the sheath. The product was clinically used without any adverse consequences to the patient. The product will not be returned.

Manufacturer narrative:
While advancing the stent delivery system (sds) through the sheath introducer, the stent dislodged from the sds, remaining in the sheath introducer. The stent and the sheath introducer were removed without difficulty. The product was properly inspected and prepped according to information for use (IFU). There was no resistance encountered while advancing the product through the sheath. There was no reported patient injury. With the limited amount of information available and without the return of the product or films of the procedure, it is not possible to draw a clinical conclusion between the device and the event. A device history record (DHR) review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan (mqp). This review was extended to subassembly with lot number 0106060133. This review confirmed that subassemblies met all requirements per the applicable mqp as well, including stent retention test values.